Event description:
It was reported that following neurostimulator (ins) replacement the patient did not have pain relief. When the stimulator was increased, the stimulation itself became painful, and when the stimulation was lower it did not relieve the pain. It was also reported that the stimulation seemed "to increase on its own and come painful". The patient turned the stimulator off, and felt better with the stimulation off completely. It was also reported that the pocket incision was not healing. The device was explanted due the pocket incision not healing, and the patient was put on antibiotics. No patient outcome was reported. Additional info has been requested, but was not available as of the date of this report. Reference MFR report #3004209178200807466.

Manufacturer narrative:
.